Event description:
"During our second mako tha case of the day, whilst the surgeon was impacting the trident 2 cup, it was noticed by the surgeon that the patient had a small fracture to the posterior of her acetabulum. This caused roughly 30-45 minutes of delay as the fracture was plated and screwed. The case continued to completion afterwards using mako. Pelvic registration and reaming were completed without issue and there was no other indication prior to impacting that there was an issue. The surgeon noted poor bone quality, the impactor was reading 3mm proud on the mako when the incident was noted."

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.